Event description:
This event involved a patient who experienced inadequate power charge in the batteries approximately 2 months after heartware lvad implantation. The perfusionist stated that the patient reported that 2 of his/her batteries do not hold charge. The batteries display a full charge, but the charger continues to flash red. The charger was tested with a different set of batteries and it performed as intended. The batteries in question were removed from the patient and a new set was supplied. There were no injures associated with this event.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event analysis, visual & functional testing and manufacturing record review. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. The reported event for "inadequate power charge" was confirmed on the batteries returned for analysis. Functional testing of batteries (B)(4) revealed a defective cell pair unable to maintain a stable charge/discharge rate. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00157 and 00158) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing has confirmed a malfunction in the 2 batteries returned due to an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2013-00157 and 158) submitted for devices related to the same event.